Event description:
The patient was scheduled for gastric bypass surgery. During the surgery, an ethicon circular stapler was used to create an anastomosis at the gj junction, peri-strips dry with veritas collagen matrix was placed on the stapler to serve as staple line reinforcement. When the surgeon fired the stapler, 1/4 of the peri strip dry with veritas was left in the stapler along with 5-6 malformed staples. The surgeon sutured the gj anastomosis and reports that the patient had no untoward events resulting from this event.

Manufacturer narrative:
Peri-strips dry with veritas collagen matrix is used on a stapler manufactured by another company. Since the psd device was not returned to synovis, it is impossible to determine what caused the misfiring. If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to MFR; therefore, MFR and expiration dates unk.